Event description:
It was reported that the patient presented to the ER via ambulance after having syncope and was resuscitated at home after being found in an arrhythmia. The patient coded again on the way to the ambulance and was resuscitated in the ER. Intermittent ventricular undersensing was observed upon interrogation of the device. Programming changes were made and normal dft testing was performed.

Manufacturer narrative:
(B)(4).